Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, due to an unrelated surgical procedure wherein the ipg was placed in surgery mode, the ipg was unable to connect to external devices. A manufacturer representative was unable to recover the ipg through troubleshooting steps, as such, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.